Event description:
This is a voluntary report to inform of a malfunction of a bunn air compressor. The malfunction did not result in an actual adverse event as defined by medwatch, however, a staff member was seen by a physician and diagnosed with toxic bronchitis as an apparent result of the malfunction. Please note that the staff member did not require any prescribed medical treatment to prevent permanent impairment or damage. On may 21, 1998, the staff nurse of a group home determined that the burn compressor unit was not working properly for a resident of the home. The nurse attempted to reach reporter's office to report the malfunction, however, there was a problem with distributor's phone system and the call was not answered. The group home reported that morning that the nurse involved made a personal decision to attempt to fix the unit. This decision was contrary to routine instructions provided by co. At the time of equipment delivery. The nurse claims that the unit smelled as if it were burning and emitting fumes which he inhaled. The nurse sought medical attention and was diagnosed with the acute bronchitis. The nurse was sent home with no apparent medication or treatment received. The resident to whom the equipment is rented, was not affected or injured by this apparent malfunction. The unit was returned to distributor's office on may 21, 1998. The unit was repaired by distributor's equipment tech. On june 9, 1998, dist recalled the unit for further inspection.